Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive and cause scrolling for the past four to five months. She stated that she wears the pump in her pocket and does not clean the pump.